Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple severe hypoglycemic events over the last 6 months which resulted in third party intervention. In addition, it was reported that "the clip constantly comes off" and the pump falls, and pulls out infusion sets. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.